Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the returned unit and identified that there was no presence of solvent on the phaseal component of the product. It was concluded that the operator likely did not insert the phaseal component in dispenser for solvent application but still inserted the phaseal into the spike. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that during use of the bd phaseal¿ secondary set c61 as the pharmacist attached c61 to nacl bag it broke when connected to 9 mg/ml nacl-bag.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Batch# 1011464 - tw does not find it. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd phaseal¿ secondary set c61 as the pharmacist attached c61 to nacl bag it broke when connected to 9 mg/ml nacl-bag.